Manufacturer narrative:
G4:27jan2021. B4:30jan2021. There was no issue with patient care or safety, and no report of patient or user harm. Philips field service engineer (fse) was dispatched to the customer site and determined no repairs could be done as this device has reached end of life/end of support. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the reading is not correct with they are programed in as. The device was not in use at the time of the event. The event was reported after the patient was removed from the ventilator. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.